Manufacturer narrative:
A full analysis of the data logs has been performed and revealed that a known software anomaly was at the origin of the reported event : the blank popup and freeze were due to the overlapping of two commands, a cooperative slow mode and an automatic movement. This software anomaly will be addressed through our design issues management process. Unique identifier (UDI) #: (B)(4).

Event description:
The event occurred during the surgical process of the seeg case. The clinical representative (cr) noticed that an error message occurred when he was trying to clear the rosa arm. Once the arm moved back to the intermediate position, the cr cleared the error message by clicking on ok and then had the rosa arm sent to the next trajectory. However, the usual image of the vigilance device pedal was missing from the screen and only a grey box appeared around 2:00 pm pst. The surgeon stepped on the pedal and the robot arm did not move. The cr touch the rosa monitor¿s touch screen and nothing was happening. The cr had to do a full reboot of the rosa robot and got it back to the specified trajectory at 2:06 pm pst. The same event occurred at approximately 2:12 pm pst. The cr was able to reboot and get the rosa robot back working at approximately 2:16 pm pst.